Event description:
It was reported by the patient's mother that the called there hcp (health care provider) about their child's hyperglycemia. The blood glucose levels reached 578 mg/dl while wearing the pod between 24 and 36 hours. The patient's mother mentions that the cannula looks like there was a hole and scratches apparent. The site also had some redness. As treatment the patient's mother changed the pod and administered manual injections.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.